Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they ran syva emit 2000 tacrolimus a third party assay on the advia chemistry xpt instrument. Quality controls and patient results were low on kit lot j1. The customer repeated the patient samples on kit lot h2 and obtained acceptable results. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and stated that the syva emit 2000 tacrolimus reagent has not been validated or approved by siemens for use on the advia chemistry xpt instrument. The issue represents a non-standard use of syva emit 2000 tacrolimus reagent. Advia chemistry xpt instrument is performing according to specifications.

Event description:
Discordant, falsely low tacrolimus results were obtained on multiple patient samples on an advia chemistry xpt instrument. The discordant results were not reported for sample ids (B)(6) to the physician(s). The samples were repeated using a different kit lot (lot h2), resulting higher and matching the clinical picture of the patients. The repeat results were reported for sample ids (B)(6) to the physician. It is unknown if the initial or repeat results were reported for the rest of the samples. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tacrolimus results.